Event description:
It was reported that the patient was admitted on (B)(6) 2007 with bilateral lumbar radiculopathy and previous failed l4-5-s1 interbody fusion. The patient underwent anterior retroperitoneal l4-5 and l5-s1 revision discectomies, removal of interbody devices, and fusion with allograft, dbm and rhbmp-2/acs. Concomitantly a posterolateral fusion was performed with revision laminectomies l4-s1 using pedicle screw instrumentation, allograft, dbm, and rhbmp-2/acs. On (B)(6) 2007, x-rays indicated ¿status post transpedicular fusion of l4-s1 with interbody graft placement. The graft at the l5-s1 is displaced anteriorly.¿ post-op films indicated anterior graft migration of the interbody cage at l5-s1. On (B)(6) 2007, the patient was taken back to the or for a revision of l5-s1 interbody cage with rhbmp-2/acs, grafton expanse, and placement of an anterior plate with no noted complications. On (B)(6) 2007, x-rays indicated ¿anterior and posterior fusion of the lumbosacral junction.¿ patient was discharged on (B)(6) 2007. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).